Manufacturer narrative:
The device was returned to zoll medical for evaluation. The malfunction was duplicated and a flex cable was replaced to resolve the malfunction. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that the during a routine shift check by a clinician, the device was unable to select energy. Complainant indicated that there was no patient involvement in the reported malfunction.